Event description:
A physician reported a certas valve (ID 828806) was implanted via l-p shunt on (B)(6) 2022 with setting 3. The valve was used with silascon lumbar catheter (manufactured by (B)(4), product code: 702-jj). On (B)(6) 2022, the pressure- setting was changed from 3 to 2. The ¿etk¿ did not respond when changing pressure, and it was difficult to change pressure. An x-ray performed and confirmed changed pressure however, no improvement in symptoms were observed; therefore, the valve was removed and replaced on (B)(6) 2022. After the valve was removed it was filled with blood and the set pressure was still 3.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; no defects were noted. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no programing issues were noted.